Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap sleeve gastrectomy, the visiport blade would not cut when the trigger was depressed. This was attempted multiple times before an additional visiport was opened and used without issue. The knife blade did advance but not far enough.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review, and an evaluation of the returned device. The knife blade was unable to cut cleanly and completely through the test media. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend. Engineering determined that replication of the reported condition is due to a damaged blade from the supplier. A product enhancement has been generated. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.